Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that because channel tube is crushed, cleaning brush cannot be inserted; due to a pinhole on connecting tube, water tightness was lost; due to a dent on channel tube, suction volume does not meet the standard value; due to breakage of light guide bundle, illumination was uneven; adhesive on bending section cover had a chip; due to wear of angle wire, bending angle in up direction does not meet the standard value; light guide bundle had breakage; bending tube had a dent; connecting tube had a dent; eyepiece had a scratch; diopter ring had a scratch; scope cover had a scratch; up/down angulation lever plate had a scratch; angulation lever had a scratch; venting connector under grip was shaved; image guide bundle had significant breakages. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the cleaning brush cannot be inserted nor removed in the tracheal intubation fiberscope. The device was returned for evaluation. During the device evaluation, a connecting tube coat peeling was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated: h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue was likely the result of repetitive use stress, user handling/mishandling and or external factors. The event may be detected/prevented by following the instructions for use which states: chapter 3 preparation and inspection 3.2 endoscope preparation and inspection inspecting the endoscope body. 1. Visually check that there are no scratches, chips, deformations, or other abnormalities on the exterior of the control panel. 2. Visually check that there are no bends, kinks, bulges, or other abnormalities in the soft part near the boundary between the bending part and the insertion part. 3. Check that there are no abnormalities on the appearance of the insertion tube, such as cracks, dents, bulges, edges, protruding metal wires from inside, protrusions, floating resin, or peeling. 4. Gently grip the insertion tube with your hand and slide it along its entire length, making sure there are no snags around the entire circumference. Also, check that the soft parts are not abnormally hard. Olympus will continue to monitor field performance for this device.